Event description:
It was reported that during a saphenous vein graft (svg) to the right coronary artery, a guide wire fracture occurred. Vascular access was gained via the right femoral artery. The 90% stenosed, de novo lesion being treated was located in the moderately tortuous and mildly calcified right coronary artery. The physician was removing the 182cm choice pt es guide wire when it fractured outside of the patient. The procedure was already completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found the returned device was received in two separated segments (proximal segment and distal segment); the fracture was located approximately at 55cm from the proximal end. Additionally the device presents, kinks located approximately at 52cm and 54cm from the proximal end and kinks located approximately at 2.5cm and 126.5cm from the distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error; complaint report states that the guide wire was straightened. Straightening a kinked or bent guide wire is contraindicated in the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a saphenous vein graft (svg) to the right coronary artery, a guide wire fracture occurred. Vascular access was gained via the right femoral artery. The 90% stenosed, de novo lesion being treated was located in the moderately tortuous and mildly calcified right coronary artery. The physician was removing the 182cm choice pt es guide wire when it fractured outside of the patient. The procedure was already completed with this device. No patient complications were reported and the patient's status was fine.